Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. Device evaluation: the patient remains on lvad support, no product available for evaluation. A specific cause for the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had increased drainage and inflammation/irritation at the driveline exit site. Outpatient driveline site culture was found positive for (B)(6). Treatment was 14 days of doxycycline. At subsequent clinic visit on (B)(6) 2018, the patient felt improved. Abdomen CT scan showed no fluid collection or inflammation around the driveline exit site. The patient was still on the 14 days of doxycycline at the visit, but symptoms had improved. No further treatment was to occur.